Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist, the patient's device was explanted in 2008, due to the electrode array migrating out of the cochlea. An infection was also reported. No reimplant surgery plans were reported.